Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb needle was clogged / blocked. It was reported by customer that needle would not draw up or push out when attached to the syringe. Needle blocked. Rcc received a complaint via email. Needle would not draw up or push out when attached to the syringe. Needle blocked manufacturer part # 305767 lot # 111881.